Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a caesarian section, bilateral uterine artery ascending branch ligation, pelvic adhesion release, cervical internal opening suture, and manual placenta removal, under combined spinal-epidural anesthesia, halfway through the suturing of the uterus, the suture broke when it was pulled. The suture time was prolonged by ten minutes and the amount of bleeding increased, but not more than 500cc. A new suture of the same model was used to resolve the issue.